Event description:
The customer called for assistance with the auto off alarm. The customer also reported that he was hospitalized with a high blood glucose of 523 mg/dl due to the infusion sets not inserting correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-00769.